Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly and that the battery was at normal end of life and had okay telemetry and output. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had an elective replacement indicator (eri) display for their non-rechargeable ins. The patient had not been implanted a long time ago and was alleging a malfunction/dissatisfied with the longevity. No patient symptoms or further complications were reported as a result of this event.